Event description:
The patient stated that in 2007, his blood glucose was slowly elevating to the mid to upper 200 mg/dl range and he was experiencing frequent urination. He stated that his normal blood glucose range is around 100 mg/dl. He stated that the next day, his blood glucose measured 410 mg/dl and he continued to bolus to lower his readings. He stated that he then changed his infusion site and inspected his infusion tubing and found that insulin was leaking from the luer connection, however, the tubing did not appear to be separated. He immediately changed the infusion tubing and bolused. He stated that his blood glucose at the time of the report was 120 mg/dl.